Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient was trying to connect their ins with their patient programmer but was getting the poor communication screen. Patient went ahead to say that it could be related to a fall and explained that they were coming out of a store and fell on their bottom and back. They also reported return of symptoms and that since the fall patient has noticed a change in symptoms and has been going to the bathroom more and it is gradually getting worse and had 3 accidents. During the call, patient was able to use their patient programmer and verified that stimulation was currently on program 3 at 1.1v. Patient then reported that they did not feel stimulation and increased stimulation to 1.5 which was comfortable per patient. Patient also stated that they used to feel stimulation in that anal area and now is feeling stimulation in the lower right cheek. Patient was redirected to follow up with their health care professional. No further complications were noted or anticipated.